Event description:
Customer reported that the insulin pump primed and would not stop. Customer reported receiving a motor error alarm and another error alarm during priming. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 91 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a missing end cap sticker, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.